Event description:
End user states the chair stopped when she was driving to the door to let the cat out. The end user states the chair will take a charge and power up, the chair will not go forward or to the right and when chair goes to the left it drives in circles.